Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('painful menstrual cycle') and menorrhagia ('heavy menstrual cycle') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), inflammation ("inflammation can easily really mess with your mental state"), autoimmune disorder ("autoimmune issues"), pelvic pain ("pain") and rash ("rashes") and was found to have weight increased ("I was back upto 50 lbs") and haematocrit decreased ("hemocrit before surgery was 8.9, upon leaving hospital I was down to 7"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the dysmenorrhoea, menorrhagia, inflammation, weight increased, autoimmune disorder, pelvic pain, rash and haematocrit decreased outcome was unknown. The reporter considered autoimmune disorder, dysmenorrhoea, haematocrit decreased, inflammation, menorrhagia, pelvic pain, rash and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: hemocrit before surgery was 8.9. Upon leaving the hospital I was down to 7. Concerning the injuries reported in this case, the following one was described in social media: inflammation nos, weight gain, dysmenorrhea, menorrhagia, autoimmune disorder, pelvic pain, rash, low haematocrit. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media: new event - weight gain and reporter information was added. On 23-mar-2020: social media received: new events painful menstruation, heavy menstrual cycle, autoimmune disorder, pelvic pain, rash, low haematocrit were added. Lab data was added. New reporter was added. Case category updated to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.